Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and symptoms of diabetic ketoacidosis. The customer's blood glucose level was 600 mg/dl. The customer¿s current blood glucose was 328 mg/dl and was treated with an insulin shot. The customer reported that they feel okay for troubleshooting. The customer does not allege that the insulin pump was under delivering. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer was discharged on (B)(6) 2019. However, later on the same day, the customer was again hospitalized and the blood glucose at the time of hospitalization was 798 mg/dl. They were treated with insulin drip and fluids. The blood glucose was going high again several hours after being released from the hospital. The insulin pump passed the self-test and displacement test. The device will not be returned for analysis.